Event description:
Device 4 of 4. Reference MFR report #: 1627487-2015-07070, 1627487-2015-07071 and 1627487-2015-07072.

Event description:
Device 4 of 4 reference MFR report #: 1627487-2015-07070, 1627487-2015-07071 and 1627487-2015-07072

Manufacturer narrative:
Results: the complaint was not confirmed for high impedance. As received, the single extension was cut into two segments and the last electrode on the terminal end was broken off and missing. The break of the terminal end may be caused during the revision since the doctor may have pulled on one of the leads too hard during the procedure. The extension passed the continuity testing from their cut ends to the corresponding terminal end electrodes. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.